Event description:
The customer reported that the insulin pump had an error alarm during manual prime. The blood glucose reading was 290mg/dl. The customer stated that he is on vacation, and he will visit an urgent care center. Advised the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to loose drive support disk. The insulin pump passed the test. The motor was tested outside of the device and passed the motor test.